Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having a lot of discomfort in their lumbar area and they usually feel the stimulation down their left leg but they don't feel it and they noticed this about 2 days ago. During the call patient service walked patient through checking their therapy settings. Patient was on group a with program 1 at 8.4 and therapy was off. Patient service assisted patient with turning therapy on and increasing the stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Patient also mentioned they spoke to a representative (rep) this morning and was told to call patient services for assistance. Patient mentioned that they have pain down their calf and they think the stimulation might not reach that far. Agent redirected patient to hcp to check if the stimulation could be programmed to target their calf. Patient has an upcoming appointment with their hcp and mdt rep.